Event description:
Customer reports a lab technician experience eye redness and headache while working with analyzer. The technician could not recall an evident action triggering the event. The technician sought treatment from the occupational medicine personnel, specific treatment received was not documented, other than removal of the technician from the lab for 45 days. The technician's symptoms are decreasing, but vasodilatation remains. If additional information is received, appropriate notification will be provided.